Event description:
The report received from the affiliate indicated that while preparing the cypher select plus 3.0 x 33 mm stent for use, a luer hub crack was noted. There was no reported patient injury. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.